Event description:
Healthcare professional reported right side deflation. Additionally healthcare provider reported "particles in valve". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a flat crease and delamination. A leak test was performed which found an opening on the anterior side. The particles in valve were not observed during additional analysis. A microscopic analysis was performed which identified delamination. Based on the device analysis, the final assessment is delamination of the diaphragm valve assessed as adhesive failure.

Event description:
Healthcare professional reported right side deflation. Manufacturer of device is unknown. Additionally healthcare provider reported "particles in valve." Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Manufacturer of device is unknown. Additionally healthcare provider reported "particles in valve". Device has been explanted.